Manufacturer narrative:
Investigation summary: pictures were provided for the analysis of this complaint. Through the analysis of the pictures provided the cause of the condition reported could not be determined, as only the product inside the pouch and the label could be observed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device has not been able to react with ripples and could not be used. There was patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but day and month is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.